Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
While explanting lead and device to downgrade patient to a pacemaker system, an svc tear occurred. The physician explanted the whole system and did not implant the new system. The patient recovered and a new pacemaker system was implanted 3 days later. Should additional information be received, this file will be updated.